Manufacturer narrative:
There is no adverse event associated with this complaint. The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The pt reported that the pump no longer responds to presses of audio bolus button. He stated that the rubber keypad is in place. The patient denied cleaning the pump exterior and denied exposure to water. He stated that he is still able to use the pump.